Event description:
It was reported that at 135,82 joules while using the surgical fiber during a prostate procedure, the laser system would no longer recognize the fiber - time expended: 21 minutes. The fiber was replaced and the procedure was completed using a second surgical fiber. Patient outcome: "no damaged to the patient".

Manufacturer narrative:
Failure analysis for fiber 0010-2400-409a-(B)(4): the reported complaint of "fiber not recognized' could not be confirmed; however, the fiber was found to have reached the soft joule limit. Additionally, the fiber/glass cap exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited mild burnt on detritus. Based on the analysis, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.